Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced early-morning low blood glucose after starting the ilet, with sensor readings in the 60s mg/dl for about 20 minutes, and they treated with oral carbohydrate (coke) with improvement. Symptoms included sweating, confusion, and sleepiness. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and successful self-treatment with oral glucose. Troubleshooting and education were provided, including counseling that lows can occur during the initial learning phase and to discuss potential setting adjustments with the care team. Investigation included user interview and clinical assessment of the event. Investigation of this case revealed no device malfunction was identified, the cause remained unclear, and the event was consistent with expected hypoglycemia during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.